Manufacturer narrative:
Citation: kepler, christopher k. Et al. Delayed pleural effusion after anterior thoracic spinal fusion using bone morphogenetic protein-2. Spine (phila pa 1976). 2011 jan 25. Bmp-2 - therapy dates not provided posterior instrumentation - details not provided autograft - therapy dates not provided interbody cage - details dates not provided. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that the patient underwent posterior-anterior surgery for a t12 burst fracture with progressive deformity, pain and myelopathy between (B)(6) 2007 and (B)(6) 2009. Surgery included posterior fusion from t11 to l1 and lateral (left-side) approach t12 corpectomy with placement of an expandable cage with rib autograft and bmp-2 (8.0 mg). Estimated blood loss for the anterior surgery was 125cc. A chest tube was placed for continuous suction and the outputs were monitored. The chest tube output was 25cc on post-op day 1; the chest tube was removed. On post-op day 2, the patient was afebrile but developed dyspnea and a tachyarrythmia. Chest radiograph demonstrated a large left pleural effusion. A chest tube was replaced. Inflammatory markers were normal. Subsequent chest tube drainage was 710cc on post-op day 2, 200cc on post-op day 3, 510cc on post-op day 4 and 50cc on post-op day 5. The chest tube was again removed on post-op day 5 and the patient did not experience any further pulmonary symptoms. The pleural effusion resolved within one month and was confirmed by chest radiograph.